Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that the disposable red button as described by the user broke when tried to pull from the device and piece of the broken unit was stuck inside the device suction channel. The cause of the event could not be conclusively determined. It is presumed from the investigation that the event occurred was not due to the scope itself, however, it is presumed, that the issue was due to the endotheraphy accessories used in the procedure. A clip or the like, dropped into the scope during procedure and was likely lodged inside the scope and may have been sucked and caught at the suction button and caused to be stuck. As stated on the instruction for use states: insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. All channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. Brush the channels. Be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk. Abnormality is detectable by conducting inspection and maintenance in accordance with IFU.

Manufacturer narrative:
Device was received for evaluation. Evaluation confirmed the reported issue. The user instrument was found stuck in the suction cylinder of the device. 10+ broken strands were found on the passive and active bending sections of the device. The objective lens was observed to have chips at the edge. Scratches were found on the light guide tube and a leak on the forcep channel was observed. The identified parts were replaced, device was repaired. Once completed, the device was tested, passed all required testing and specifications.

Event description:
It was reported that the disposable red button as described by the user broke when tried to pull from the device and piece of the broken unit was stuck inside the device suction channel. There was no patient involvement reported on this event. No user harm or injury was reported.